Manufacturer narrative:
Other relevant device(s) are: etlw1620c93e, (B)(4); etlw1620c156e, (B)(4); etcf3232c49e, (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 107 mm in diameter abdominal aortic aneurysm. It was reported that, approximately five months post index procedure, the patient developed pneumonia and was hospitalized. The patient became septic and had positive blood cultures for pseudomonas. The stent graft became infected and the physician elected to explant the stent grafts. The physician elected to repair the aorta with a donor homograft during the explant procedure. Per the physician, the cause of the event was due to the patient's condition of pneumonia that, while hospitalized, led to septicemia and eventual infection of the stent graft. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.